Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited intermittent undersensing, low impedance and loss of capture. The lead was capped and replaced on (B)(6) 2015. The patient's condition was stable during and post op.